Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the plunger seemed to override the lens and failed to deliver into the eye. Additional information has been received and stated that the surgery was completed with another lens. There was a patient contact and no patient harm.